Manufacturer narrative:
(B)(4). Date of event: unknown; assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41672, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device cut the tissue? Did the clips of the device cut the tissue?

Event description:
It was reported that intermittent issues were noticed with the mcs20 ¿locking up¿ or ¿jamming¿. This morning on a CABG procedure with the surgeon, the tech said on leg vein harvest the base branch on leg vein ¿tore¿ due to clip jamming. The surgery was delayed, unknown the number of minutes. They opened another mcs20 to complete the case successfully, no adverse event to patient. The cvor director was contacted to schedule an in-service date by the rep.